Event description:
It was reported that the user experienced frequent blood glucose fluctuations while using the ilet, including a high glucose of 350 and a low glucose of 60, and the low was treated with oral glucose juice. Symptoms included tiredness and lethargy consistent with hypoglycemia. Outcomes included transient hypoglycemia and hyperglycemia without hospitalization. Investigation included troubleshooting and education focused on low and high glucose management. Investigation of this case revealed that the cause of hypoglycemia and hyperglycemia was unclear, and no device malfunction or specific component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.